Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a blood set leaked from the sealing near the filter. This occurred during patient infusion. There was no report of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.